Event description:
Customer alleges discrepant low na+ results when compared to retesting on another rp500 system. The customer has not specified if these results are from the same or multiple patients or if the same sample was used for each retesting. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will begin once information has been received. The cause of this event is unknown.

Manufacturer narrative:
Sections d1, d2a and d2b have been corrected to accurately reflect the medical device as the rapidpoint 500 blood gas analyzer.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed an issue with rapid point 500 systems measurement cartridges (with lactate). This issue has the potential to affect the sodium (na+) sensor, as well as cause a question result ¿ error flag for multiple electrolytes on patient samples and quality control. When the na+ sensor is affected, na+ slope calibration errors (d3) will be seen in the recall events log during cartridge initialization, resulting in low na+ values. The maximum sodium bias on internal testing and reported by customers comparing results to other direct method analyzers was <10 mm. To date, the impact to na+ results has been observed in less than 1% of the rapid point 500 systems measurement cartridges (with lactate). The question result ¿ error flag has been observed on electrolytes. This may occur at any time over the life of the cartridge. Based on the investigation, these issues are due to an electronic noise that is observed on rapid point 500 systems measurement cartridges (with lactate). Measurement cartridges without lactate are not affected. Siemens has released a notification "potential for low na+ values and question result error flags" to inform customers of the issue and provide work around options. (B)(4).